Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown device manufacture date: unknown limited info, cannot confirm this complaint. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported while using bd micro-fine¿+ pen needles 32g x 4mm (28 count) the needle did not properly deliver the medication. This occurred 8 times. There was no report of patient impact. The following information was provided by the initial reporter: customer purchased 4 boxes of 28 products, 8 of these needles were blocked during use,